Event description:
The pump was returned for investigation. Investigation revealed a dim, faded and discolored display screen. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigation revealed a dim, faded and discolored display screen. Unrelated to the complaint, the keypad cover was found to be torn across the ok keypad button extending around the up/down arrow keypad buttons, exposing the button contacts. The keypad buttons were found to be responsive to user input and there was no contamination found under the button key contacts.